Event description:
Reportedly, the pt bled from the drain and was immediately moved from ICU to surgery for reopeartion. The pt was opened and appeared to be bleeding from an upper intestinal artery. The bleeding was stopped however, it was reported that the pt lost about 2000cc of blood. Procedure: "laparo rectum."